Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed (i.e. Elongated and stretched) in its proximal half. Judging from the x-ray markers the stent is not displaced. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The balloon is still well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The pro-kinetic stent system was chosen for the treatment of a severely calcified lesion (99 percent stenosis degree). The lesion could not be crossed with the device. After removal it was noticed that the stent was deformed.